Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient had had constipation since before they were implanted, and since 2-3 weeks ago, the patient had had no warning before they had to go to the bathroom; it was noted to have been a sudden change in therapy/symptoms. The patient had had more instances of loose stool and was having these episodes at 1-2am. It was noted that the patient hardly ate, so where all this stool was coming from was unknown. The patient had not adjusted the stimulation in a few months, and it was suggested that the patient try adjusting stimulation and if that did not work, try to change the program and consult with the doctor. At the time of the report, the patient programmer showed that stimulation was on, the patient increased stimulation on program 2, and the patient felt stimulation in the correct area (i.e., bike seat). It was noted that the patient was going to monitor their symptoms and if things did not improve, they would try to change the program; the patient was redirected to follow up with their healthcare provider (hcp) regarding their symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that symptoms issues were due to incontinence. The patient also noted that the loose stool and the issue of not getting a warning before going to the bathroom have been mostly resolved. There were no further complications or anticipations reported with this event.

Event description:
Additional information was received. It was reported that the patient was implanted for bowel constipation and the patient was having a bowel movement everyday but had to take a lot of things to help with it. The patient stated that she woke up around 3-4:30 am because of bowel issues. The patient noted that about 2 weeks ago the patient decreased the settings to help with the symptoms. It was reviewed with the patient to increase stimulation and the patient was redirected to their health care professional if the problem does not resolve. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.